Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges a jl 3.5 may have been potentially responsible for a left main dissection. The procedure was a right and left heart cath that evolved into a vessel dissection. When deploying a stent, the patient's rhythm changed to v-fib, and the patient arrested requiring the placement of a ventricular assist device. The patient was transferred to the recovery unit post-procedure. The account alleges that the catheters are too stiff.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.